Event description:
Complainant alleged that during biomed testing the associated defibrillator failed to discharge with these external paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.